Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an open book image alarm. Customer stated that they rolled over it and then suddenly pump started beeping. Customer stated that there was an arrow pointing right and an open book image. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring=black case type=ngp on (B)(6), 2022 customer called in with the following concern: patient said that he rolled over it and then suddenly it starts beeping. Checked on the device and he said that there's an arrow pointing right and an open book image. P-cap locked in place properly during testing. Device was successfully downloaded using (thus software) proceed it with the following testing to assure proper functionality of the device device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test. Device functioning properly during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review device error 53 file=2005 line= 5632 were recorded on (B)(6), 2022,(B)(6), 2022 and on (B)(6), 2022. Device error 63 file=522 line=341 variable info=0c was recorded on (B)(6), 2022 and on (B)(6), 2022. The adapt tool also recorded device error 68, 49 and 23 on (B)(6), 2022. Per software engineering log investigation device error 53 was trigger by unstable error to the rf chip and device error 63 was due to processor watchdog failure. Proceeded by cutting device open and perform a visual inspection of connectors and electronic assemblies. No moisture damage noted, and all connectors were plugged in properly. Isolate to electronic assembly. Force sensor zero offset within spec (24.3mv). No physical damage noted during visual inspection. In conclusion device came in with critical device error alarm trigged by device error 53 and 63. Device error 53 and 63 were due to processor watchdog failure and encountered an error due an unstable power to the radio frequency chip. Isolate to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.